Event description:
It was identified after surgery, that the instrument bosses that connect it to the screw broke off. X-rays were reviewed and the bosses were not identified as being implanted in the pt. One boss was located in the cleaning of the set but one was not accounted for. In 2007, surgeon was using fixed screws and had a hard time getting the 51-yokeman-l instrument tubes off the screws. Surgery was completed successfully. One metal fragment was found during cleaning but, it was unk as to where this fragment came from at the time. This piece was thrown out at the hospital. Two days later, the instrument set was in surgery, when it was identified that two of the bosses from the 51-yokeman-l were missing. One day later, the sales rep let pioneer know of the issue with the instruments. When the sales rep was asked where the pieces were, he said that one piece was identified after surgery and the other broken piece was never found. The next month, pioneer started their investigation of the instruments. On 10/02/07, pioneer called the sales rep to see if the surgeon could look at the pt's x-rays again to determine if the missing piece was in the pt. Two days later, the surgeon looked at the x-rays and verified that he could not see the broken piece. This piece would have shown up brighter on the x-ray because it was made out of 465 ss. The implants were of titanium. Pioneer, after being able to duplicate the occurrence in the lab, decided to recall these instruments from the field. It was determined that one batch was involved (013886). On 10/10/07 pioneer sent out the advisory notice to the 3 distributors that had product from the batch involved. On 10/19/07, pioneer sent in MDR 1833824-2007-00009.

Manufacturer narrative:
It was determined for this particular batch of instruments that the laser weld did not have sufficient strength for the surgical application.